Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the right ventricular (rv) lead was tested and it showed that the allegation against the right ventricular (rv) lead could not be confirmed. Visual inspection of the lead showed that there was set screw mark on the terminal pin and the poly insulation was bunched in a few places. There were also cuts in the lead insulation with blood noted in the lumens. The proximal end of the distal spring electrode was separated from the lead body insulation and abrasion and stringers were noted. Lastly, the helix was retracted. However, the lead passed all tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead had small r-waves. Six months post implant the r-waves began to decrease to 2 millivolts (mv). This rv lead was explanted and will be returned for analysis. A new lead was implanted. No additional adverse patient effects were reported.